Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. No problem or issues were identified during the device history record review. One used sample was received without its original packaging, with the certificate of safe handling and the obturator. The sample was visually inspected under normal lighting to detect any damage on the cuff. No discrepancies were found. During functional testing, the sample was inflated with air using a 5 ml syringe, after that the cuff was gently manipulated. The whole cuff was inflated without abnormalities. It was demonstrated that the cuff was symmetrical, and no leak was detected. Complaint is not confirmed. No root cause was determined due complaint was not confirmed. No corrective actions required since the complaint was not confirmed.

Event description:
It was reported that during cuff testing before use, cuff would not completely inflate. Cuff was manipulated just as stated in product's instructions for use but issue was not resolved. Use of another tracheostomy tube to resolve issue. No patient injury reported.